Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented to the hospital after falling down, upon isometric lead testing lead noise was observed. No other electrical anomalies were observed. Programming changes were made. Patient was stable.